Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and selftest. Hardware low level failure was confirmed in the pump history due to broken pin trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm during auto test. Troubleshooting was done for hardware low level failure alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.